Event description:
It was reported the insulin pump had alarmed no delivery indicating the reservoir had an occlusion. Customer's blood glucose was 181 mg/dl. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.